Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence . It was reported that they knew how to turn the therapy on and off because they had some "complications in the beginning" so they had to know how to turn it off. The patient further clarified that initially, theins had been implanted on the left side but it had been hurting them so bad: it was hurting their 'rear end' and hurting down their leg, and that they could only tolerate for 48 hours before they had to turn the ins off completely. The patient stated they still had pain with the ins off and they told their health care provider (hcp) who said they were 'very surprised" because the left side had passed all "4" of the tests the hcp looked for to determine placement. The hcp told the patient they could move it to the right side, but the patient had to wait 5-7 days before they did the revision procedure so the hcp prescribed the patient pain pills in the meantime. The patient stated on ce they put it on the right side, they saw their hcp again and told them everything was perfect now and they were no longer in pain. The patient stated the hcp told the patient they were again surprised because the right side had only passed 2 or the 4 tests. The patient was unable to clarify further exactly what part of the system was moved and on exactly what day the side was switched. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
Date of event: date is estimated; month and year are valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.